Event description:
Reportedly, on (B)(6) 2026, the transmitter is stuck on "no network".

Manufacturer narrative:
Analysis of the returned subject device did not permit to confirm the reported event. Upon reception, the device is working correctly and can connect to network without difficulties. Review of the event logs is still ongoing, results will be provided on the next report.